Event description:
The manufacturer received information alleging a patient had passed away due to being disconnected from the device. The police and visiting nurse both state that the ventilator was alarming and functioning as designed and that no anomaly was present. There is no allegation against the device. The ventilator is in police custody and has not been returned to the manufacturer.